Event description:
According to the reporter, during a general laparoscopic gastrectomy procedure, in loading the purple reload, the handle sounds like a ratchet. There was difficulty firing the device, which puts a lot of pressure to the user. Visually, the reload did not covered the entire mass. Once the reload was removed from the handle, the sheet was torn in the middle. Another reload was used, but the same issue occurred and the suture stays halfway, it does not close completely. Another handle was used with two more reloads without reinforcement, this time the ratchet sound was not heard but there was difficulty firing the devices. A fifth reload without reinforcement was then used without any problems. After that, two reinforced reload was used but the same issue of not finishing closing the staple. To resolve the issue, another reload from a different lot was used. It was noted that the second handle was tested with a new reload and it went well.

Manufacturer narrative:
D10: concomitant product: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2j0284 sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n2m0476y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n2m0476y egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2j0284 egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n2m0476y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.